Manufacturer narrative:
H6 health effect - clinical code 4580 was removed. An event of device migration and patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that there was only one partial recapture of the occluder during procedure. The shape of the occluder was a compressed tire at the time of implant. The close criteria was met. However, 2/3 of the occluder lobe was arguably not distal to the circumflex which may have contributed to the reported event but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a root cause of the reported incidents could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that transesophageal echocardiography was used during procedure. The left atrial pressure (lap) at time of procedure was 25 mmhg. There was 500cc of fluid given during procedure and lap was measured continuously throughout procedure. There was only one partial recapture of the occluder during procedure. The close criteria was met. However, 2/3 of the occluder lobe was arguably not distal to the circumflex. A tension test was performed. The shape of the occluder was a compressed tire at the time of implant. There was no leak detected around the lobe of the occluder during the procedure. It's also confirmed that the occluder shifted position within the intended implant site when compared to the original implant position. There were no adverse patient patient effects reported. The cause of the occluder migration is attributed to an overall shallow left atrial appendage.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2024, on a 45 day post-operative computed tomography (CT) scan, an 8mm leak was noted around the device. Only 4.8mm of the device was actually in the laa. The decision was made to keep the patient on eliquis due to the leak. The patient may need the device explanted in the future to prevent possible device embolization. The patient was discharged home for the time being.